Event description:
The physician placed the lma (laryngeal mask airway) in the patient's airway. The physician noted something in the lma and suctioned it out. It was a clear plastic piece with numbers on it. When compared to another lma it was noted that is was a serial number that is normally affixed to the device.